Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 18 days after implantation. The patient has no significant medical history. The doctor noted periodontal disease during explantation. The patient required another surgical intervention to recover.